Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for right internal iliac artery aneurysm using gore® excluder® aaa endoprosthesis (contralateral leg components only). Two contralateral legs were deployed from the aorta to the bilateral external iliac artery (double d technique; ddt), following embolization of the right internal iliac artery. The patient tolerated the procedure. On (B)(6) 2026, a follow-up CT scan showed compression of the contralateral leg on the right side. Pressure gradient between left and right (approximately 60 mmhg) was observed. On (B)(6) 2026, an emergency reintervention was performed. Two additional contralateral legs were implanted bilaterally and a bare-metal stent was also placed on the right distal side. The blood flow on the right side was restored. Additionally, the pressure gradient disappeared. The patient tolerated the procedure. The reporting physician commented as follows: during the initial procedure, ballooning was aggressively performed for the right sided contralateral leg to prevent endoleak. At that time, the contralateral leg might have migrated distally, resulting in compression of the proximal end of the component after the procedure.